Event description:
It was reported that the lens vaulted anteriorly 9 days post implant and is protruding through the pupil. A yag laser procedure was performed. The surgeon indicated that the likely cause of the event was "small eye caused the vault forward. The event refers to the patient's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.